Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
: Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gast rointestinal/pelvic floor therapy. It was reported that their implant has not been changed since (B)(6) 2016; it hasn't been really working for years. They really want to get it out and they have been having a lot of leg problems for the last couple of years. Pt said they don't know if their leg problems are from their stimulator; now their problems are so severe they cannot even walk. They are trying to find the remote to shut it off. The agent reviewed that they can also work with a hcp to get their system checked to confirm if therapy is off reviewed some longevity information, and determined therapy may need to be off for some medical tests or procedures. Redirect to the doctor. Pt said their doctor was in michigan, but pt has moved to florida. Offered and sent listings: additional information was received from the patient on (B)(6) 2026. They reported that some concern about their implant and finding a physician to remove the patient requested new listings be emailed. Emailed listings to patient. Redirected patient to discuss their concerns about removal with a healthcare provider.